Event description:
The account alleges the brake caster will not hold after the brake is set. No pt impact.

Manufacturer narrative:
The account stated they will not be repairing the bed due to the age of the bed.